Event description:
It was reported by service report that the bed is missing the ground strap/jumpers on the fowler and knee gatch. It is unk if there was pt involvement or if there are adverse consequences to report.